Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The previously applied conclusion (B)(4) has been replaced with (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. The baclofen pump and intrathecal catheter were returned to the manufacturer. The date of service regarding explant was (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) on may 01, 2018. It was reported the first visit regarding the complaint of the pump flipping was on (B)(4) 2017. It was reported the patient experienced pain and discomfort related to the pump flipping. In regards to the cause of the pump flipping, the hcp reported the pump abdominal pocket was previously causing problems and the patient had a revision on (B)(6) 2017. The patient then called on (B)(6) 2018 requesting an appointment to discuss surgery to permanently remove the pump due to re-flipping/causing pain.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial #: (B)(4), ubd: (B)(4) 2019, UDI#: (B)(4). The pump and catheter were returned to the manufacturer. Analysis of the pump on (B)(6) 2018 revealed no anomaly. Analysis of the catheter on (B)(4) 2018 revealed damage to the transition tube of the catheter body and also a user related issue regarding the collet of the connector pin not fully locked in place. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving gablofen with concentration 500 mcg/ml at a minimum dose rate of 3.30 mcg/day via an implantable pump for intractable spasticity. It was reported patient's pump has been flipping and she has decided to have it removed. It was noted that the patient had a previous pump pocket revision which did not seem to stop the flipping due to her size, body structure, and the pump placement. The event/difficulty occurred during normal use. The date of the event was requested but was indicated as being unknown. Diagnostics/troubleshooting performed and any environmental/external/patient factors that may have led or contributed to the issue was described as being not applicable. The issue was not resolved at the time of the report. Surgical intervention did not yet occur but was scheduled to occur on (B)(6) 2018. The pump and catheter were planned to be explanted. The patient was without injury regarding their status at the time of the report. Other medications the patient was taking at the time of the event was unable to be obtained. The patient¿s weight and medical history was requested; however, it was indicated that this information would not be made available due to legal/confidential reasons. It was indicated that the hcp was notified that the product should be returned, however the status of device return was unable to be determined. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No patient symptoms were reported.